Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during case vasoview hemopro 2 stopped working - needed to unplug and replug black cable multiple times to get it working again. The surgeon checked on back table with new energy device (new box) and all seems to be working. The extension cable and adapter were tested and worked. There was a 10 minute delay. There was no patient harm.